Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh and boston scientific advantage transvaginal mid-urethral sling system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh trimming on (B)(6) 2010 for vaginal bleeding and mesh erosion. A mesh repair procedure is also reported concurrent with the previously mentioned hysterectomy in 2011, date (B)(6) 2011. It was reported that the patient also underwent enterocele repair on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, prolift graft insertion (times two sites), sacrospinous ligament fixation, and pubovaginal sling with advantage tape due to symptomatic uterovaginal prolapse, and genuine stress urinary incontinence. It was reported that following insertion the patient experienced bleeding. The patient underwent a hysterectomy in 2011. (B)(4).